Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient¿s family member that a topical skin adhesive was used on a laceration of the index finger. The laceration was on the joint of the finger. It was reported that the wound was partially opened on (B)(6) 2013. On (B)(6) 2013 the wound began to bleed. The patient was instructed by the physician on (B)(6) 2013 to apply bacitracin to the wound. On (B)(6) 2013 the doctor noted some pus oozing from the site. The patient was informed that if the wound did not improve, it would need to be reopened and closed with suture.